Manufacturer narrative:
(B)(4). The device was manufactured april 9, 2015 - april 10, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by manually filling the device with 120ml of dextrose solution. After filling, the device was found to flow normally without stopping until the bladder was completely emptied. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow. Force priming was attempted and flow was not achieved. There was no patient involvement. No additional information is available.